Manufacturer narrative:
Unit passed the displacement test, self test, a21 error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. Unit was unable to prime during prime/33 test due to faulty gold connector. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test.

Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis from high blood glucose. Customer stated that he has been receiving no delivery alarms and motor errors. Blood glucose reading at the time of the call was 191 mg/dl. Blood glucose reading was 334 mg/dl at the time of hospitalization. Customer was wearing the insulin pump at the time of hospitalization. Advised customer that the insulin pump will have to be replaced and to revert to back-up plan. Nothing further reported.